Event description:
It was reported that during a uterine ablation procedure the dr went through 3 catheters and complained that he couldn't maintain a constant pressure, he continued to get a pressure error but did not record the error code. A fourth catheter was opened and the case proceeded without any difficulties. The case was delayed 2 hours, total case time 2 1/2 hours.